Event description:
Baxter reported that the spike of a transfer set separated from an extraneal spike port during therapy. No patient injury or medical intervention was reported.

Manufacturer narrative:
.